Event description:
On (B)(6) 2012, it was reported to 3m espe that two of three mdi iob-13 implants placed in the mandible of a pt on (B)(6) 2012, had failed to integrate. One of these two implants was broken near the tip (identified through x-ray) and the fragment of the implant remaining in the bone was removed on the same day. The dentist used a lindemann bur and successfully removed the fragment. The surgery was conducted without complication.

Manufacturer narrative:
Methods, results and conclusions: the fragments of the fractured implants involved in this case were returned to 3m espe for evaluation. Based on the analysis of these fragments, a definitive cause of the break was not able to be identified. If the break occurred during placement in hard bone, the 3m espe surgical instructions indicate that a deeper pilot hole should be drilled. If the break occurred due to overloading forces because only three implants were placed, the 3m espe surgical instructions indicate that four implants are necessary to achieve sufficient stability in the mandible.